Manufacturer narrative:
Manufacturing evaluation: failure description - the instrument arrived with heavy blood soiling. Outwardly there are no damages or defects visible. Investigation - used test- and analysis- equipment: · digital-camera "panasonic dmc tz8". At first we made a visual inspection of the instrument, especially the jaw. We found no signs of burning or arcing. In the next step we investigated the inside of the jaw. Here we noticed, that the insulation tongues were missing. The absence of these parts leads to an short circuit after the activation of the sealing cycle. The generator notices "re grasp short". Batch history review - the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. Conclusion and root cause - the root cause for the problem is most probably usage related. Rationale - the damage / tearing off of the tongues occurred normally during too rough cleaning of the jaws. Because of the 100% full automatic end of line testing of this point, a manufacturing error can be excluded. Corrective action - according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Investigation on-going. Additional information and investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with caiman disp.instr. The event occured during a colon resection. It was reported that the device would not work on the date of surgery. This incident did occur in surgery. There was no patient harm. Additional information was not provided. The malfunction is filed under aag reference (B)(4).